Manufacturer narrative:
Isi has not received the unidentified cannula seal involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined. The part and lot of the cannula seal involved with the reported event is unknown. Also, the following information is unknown: the date the da vinci-assisted surgical procedure was performed, the name of the surgeon who performed the surgical procedure, if the cannula seal was inspected prior to the start of the surgical procedure, and if the entire trapdoor was missing or just a fragment of the trapdoor. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, at this time, no additional information has been obtained from the site as of the date of this report. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted prostatectomy procedure, the surgical staff noticed that the trapdoor of an unspecified cannula seal was missing. However, the surgical staff did not know if the missing trapdoor had fallen inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the surgical staff noticed that the clear seal or trapdoor of a cannula seal had fallen off. The initial reporter did not know the location of the missing trapdoor and was not sure if the trapdoor had possibly fallen into the patient. On (B)(6) 2017, the patient's son contacted intuitive surgical, inc. (Isi) directly and provided the following information regarding the reported event: the da vinci-assisted surgical procedure was completed successfully with no reported intra-operative complications. At the end of the surgical procedure, the patient's son was informed by the site that the surgical staff noticed that a plastic piece of the telescope port lid was broken and could not be found. The patient's son described the missing device fragment as being clear white. According to the patient's son, he was also informed by the site that they do not know if the missing device fragment had fallen into the patient.